Event description:
It was reported that when patient presented remotely via merlin.net transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing was observed on the device. The patient did not receive therapy during the oversensing. Programming changes were recommended but not made yet. The patient was stable.

Manufacturer narrative:
Additional information: new information received states that the programming changes were made on the device. The patient was in a stable condition.

Event description:
New information received states that the programming changes were made on the device. The patient was in a stable condition.